Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (lot: 0012873640); product type: 0195-heart valves; product ID: l-evprop34 (lot: 0013138576); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure an evolut pro+ 34 valve was loaded for implantation and, at fluoroscopic check, the loading appeared acceptable with an inflow crown overlap until the third node. During the loading process, the delivery system was reported to be harder than usual to open, and excessive tension was noted during the final closing of the valve after the crimping operation. The physicians proceeded with deployment and the valve infolded on the first deployment attempt. The valve was recaptured and a second deployment attempt was made, and the infolding was reported to be worse than before. The valve was then completely recaptured and replaced with a new valve loaded in a new delivery system. The fluoroscopic check of the second valve was reported to be good, and the physicians proceeded with deployment; the valve opened well with no infolding and was fully deployed correctly with a good final result. No patient complications have been reported as a result of this event.